Event description:
It was reported by the customer that the insulin pump was exposed to moisture. Customer stated that they had fallen into a lake while attached to the device. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 250 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The motor assembly was received with corrosion. Device had cracked case at display window corners and minor scratched lcd window. (B)(4).